Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead had perforated the heart wall, and the patient presented pericardial effusion. As a result, the patient was hospitalized and a revision was performed. During this procedure, an attempt was made to reposition the lead as it exhibited helix extension/retraction issues. The lead was removed and replaced. Pericardiocentesis was performed to remove the fluid surrounding the heart. No additional adverse patient effects were reported.